Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital biomedical engineer notified the manufacturer of an issue the perfusionist encountered with the mps2 console. He reported that the console was intermittently popping the vent valve during procedures, and that it would sometimes happen once but sometimes throughout the procedure. There have not been any patient complications or delays in the procedures reported as a result of the alleged malfunction. The console will be evaluated by the manufacturer's field service engineer.

Manufacturer narrative:
The fluid level board was found to be improperly seated on the connector, which may have contributed to the device error code. Once the board and fluid level sensor were replaced the console functioned per specification.